Event description:
Additional information was received from the hcp stating that the cause of the issue was unknown and that they were awaiting appointment with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the cause was unknown of not getting throbbing in the correct location determined. The issue has been resolved. The cause of "it therapy settings just goes back to where it was and didn't stay where should be" was determined. They reported that they found the right program and level and just found three years ago. They reported that they found a setting that helped the same and still would investigate for a better resolution. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction. It was reported, that the therapy was not working, like it has been in the past. Patient stated, that they were not getting the throbbing, where the healthcare provider(hcp) wants it to be. Patient said, that it seems like it works some days, but if they turn it up a day or two later, it just goes back to where it was and doesn't stay where it should be. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that it was unknown about the cause of the throbbing (normal stimulation sensation) in the correct location. The patient stated that the most likely cause would be due to the charcot marie tooth disease and tried everything to resolve the issue. The issue was not yet resolved. The cause of "it therapy settings just goes back to where it was and didn't stay where should be" was not determined. It was unknown about the most likely cause of the event and the steps taken to resolve the issue. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.